Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a higher than expected total beta - human chorionic gonadotropin (tbhcg) result for one (1) patient's sample that was generated by the unicel dxi 800 access immunoassay system. Upon repeat, the results were in the normal reference range. The results, provided by the customer, are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The sample is li heparin plasma that was centrifuged at 3000g for 10 minutes. The sample was aspirated from the primary collection tube for analysis and was clear in appearance. Per the supplemental data form, the collection tube was only half of the recommended fill volume. Qc and system information was not supplied. A field service engineer (fse) was dispatched and performed preventive maintenance (pm) on the instrument. Although a sample issue was addressed, no clear root cause could be determined for this event.